Manufacturer narrative:
The report of ¿pain at ipg site¿ was not confirmed. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site and is not device related. The report of ¿ineffective therapy¿ was confirmed. Microscopic inspection of lead b found an area where all internal wires were broken. The cause of the fractures are unknown. As the patient did not report any falls, accidents, or trauma.

Event description:
It was reported that the patient had sepsis . Surgical intervention was undertaken and the system was explanted.

Manufacturer narrative:
B3: event date is estimated. D6b: explant date is estimated.